Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s pain associated with a pre-existing hernia. However, currently there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused serious harm to the patient. Hernia is a well-documented complication in pd patient¿s due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. The increased intra-abdominal pressure can exacerbate any potentially pre-existing muscle weakness that causes hernia formation. The patient reportedly experiences pain with normal flushing of the pd catheter (not a fresenius product), manual pd exchanges as well as cycler assisted therapy. Therefore, the concomitant use of the device to facilitate dialysis can not be excluded as a contributory factor in the patient¿s symptoms of pain. At the time of this clinical investigation the patient has not required any medical intervention and the hernia is being evaluated further by a surgeon. The patient continues pd with the fresenius cycler without any reported adverse effects. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support and reported awakening from sleep do to occasional rectal pain when draining during pd treatment. It was reported that the pd nurse was aware and that the patient has been evaluated at the pd clinic. In a subsequent call, it was confirmed the pain was associated with a hernia which has been evaluated by a doctor. The patient¿s pd nurse reported this patient is a new on pd therapy and started a few months ago. The nurse confirmed the hernia was pre-existing prior to start of pd therapy and that the patient underwent a prior hernia repair well before beginning pd therapy (date unknown). With respect to symptoms of pain, the nurse indicated that the patient experiences pain with normal flushing of the pd catheter and with manual pd exchanges (in addition to cycler assisted therapy). Additionally, the nurse reported the patient had the discomfort when in pd training using manual exchanges. Therefore, the pain is not a new symptom and has reportedly not worsened. The nurse confirmed the patient has not had any adverse effects from use of any fresenius device, or product. Additionally, the nurse provided there were no cycler malfunctions related to this hernia event. The nurse reported the hernia has not required any medical intervention (since starting pd treatments). Per the nurse, the patient is being evaluated by a surgeon to determine if the hernia will require another repair. The patient is continuing pd treatments with the fresenius cycler without any adverse effects, according to the nurse.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support and reported awakening from sleep do to occasional rectal pain when draining during pd treatment. It was reported that the pd nurse was aware and that the patient has been evaluated at the pd clinic. In a subsequent call, it was confirmed the pain was associated with a hernia which has been evaluated by a doctor. The patient¿s pd nurse reported this patient is a new on pd therapy and started a few months ago. The nurse confirmed the hernia was pre-existing prior to start of pd therapy and that the patient underwent a prior hernia repair well before beginning pd therapy (date unknown). With respect to symptoms of pain, the nurse indicated that the patient experiences pain with normal flushing of the pd catheter and with manual pd exchanges (in addition to cycler assisted therapy). Additionally, the nurse reported the patient had the discomfort when in pd training using manual exchanges. Therefore, the pain is not a new symptom and has reportedly not worsened. The nurse confirmed the patient has not had any adverse effects from use of any fresenius device, or product. Additionally, the nurse provided there were no cycler malfunctions related to this hernia event. The nurse reported the hernia has not required any medical intervention (since starting pd treatments). Per the nurse, the patient is being evaluated by a surgeon to determine if the hernia will require another repair. The patient is continuing pd treatments with the fresenius cycler without any adverse effects, according to the nurse.